Manufacturer narrative:
The subject device has not been returned to olympus for investigation yet. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives it. Olympus will submit a supplemental MDR report after the cause of this phenomenon is found.

Event description:
Before use, when the user checked the subject otv-s190 without connecting to the unspecified endoscope, the subject otv-s190 was normal. During the unspecified procedure with the subject otv-s190, when the user connected the unspecified endoscope to the subject otv-s190, the image of the unspecified endoscope was not displayed on the monitor. The user reconnected the unspecified endoscope to the subject otv-s190, but the image of the unspecified endoscope was not displayed on the monitor. The user replaced the subject otv-s190 with another unspecified device, and completed the procedure. There was no report of the influence to the patient other than replacing the device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017-00632 to provide device evaluation results. Olympus medical systems corp. (Omsc) checked the device history record of the subject device, and there was no irregularity found. Omsc visited the user facility and investigated that the device which was not covered by the combination (ur-4md made by teac corp.) Was connected with the dvi out terminal of the subject otv-s190. Omsc confirmed that the phenomenon could be reproduced when the subject otv-s190 connected with ur-4md and conducted the following procedure: to connect the dvi out terminal of the subject otv-s190 with ur-4md. To turn on the ur-4md. To turn on the subject otv-s190. The local service engineer informed omsc that the reported phenomenon was found to be caused by the ur-4md (made by teac corp.). Therefore, omsc judged that the reported phenomenon was not caused by the subject otv-s190.